Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Subsequently, a minimum fill notification occurred after filling the cartridge with 480 units of insulin. Customer's blood glucose was 176 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.